Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device is not available. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release the reported product is not expected to be returned as reporter indicated the device was unavailable. Therefore, no further investigations planned. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message "scan again in 10 minutes," when scanning the adc freestyle libre sensor. On (B)(6) 2021, because of not being able to monitor their blood glucose, they did not "know what was going on around him" and had a loss of consciousness. Hcp contact was made, and a glucose test of 1.2 mmol/l was obtained on the hcp meter and the customer was provided intravenous glucose for the treatment of hypoglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.